Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker appeared to be not working. An attempt to gather further information was performed but was unsuccessful. To date, the device remains in service. No adverse patient effects were reported.